Event description:
An endovascular stent with delivery system was successfully delpoyed at the target lesion site in the patient's subclavian artery on 1/23/97. On 1/25/97 the patient complained of chills, fever and general malaise. Unspecified "long term medical therapy" was initiated.